Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, customer went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Customer's blood glucose (bg) level increased to 642 mg/dl with an unspecified ketones level that a health care provider identified as dangerous/life threatening. The customer received treatment with IV fluids of saline and insulin which resolved the issue without any permanent damage. At the time of report, the customer had not been released from the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received. Reportedly, a replacement pump was approved and the customer reverted to an alternate method insulin therapy.